Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a procedure the handpiece presented with no power during step three of phacoemulsification. The handpiece was exchanged and surgery was completed without any harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was confirmed (via handpiece data). The replacement of the handpiece resolved the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the phaco handpiece. The phaco handpiece was manufactured on january 9, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).